Event description:
The draeger apollo anesthesia machine has the pt. Monitor mounted to an arm that is attached to the main body of the anesthesia-gas machine by screws attached to a two and seven-eighth inch square aluminum piece in a track held in by m6 screws. Both aluminum pieces failed because of thread failure. The aluminum threads were still attached to the screws when they were recovered from the floor. This is the second occurence of this problem.====================== manufacturer response for anesthesia machine/monitor, apollo (per site reporter)======================they were contacted for the first event. They could not locate a part number or the correct part for the failed aluminum piece. I will call their quality control department on this issue.